Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pelvic pain \ pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain and menorrhagia had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: she need for additional surgery previously reported removal date- (B)(6) 2012 . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: type of confirmation test was not given. Result: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new events- abdominal pain, menorrhagia, fallopian tube perforation were added. Outcomes were added. Lab test was added. Essure dates updated. Reporter and patient details updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain \ pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.